Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, there was concern for inadequate lead anchoring since the left ventricular (lv) lead dislodged upon slitting three different times. The lv lead was not implanted and a different lead was used. It was noted that the patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.